Manufacturer narrative:
(B)(4). Batch # m9363j. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for: "the jaws of the device would not open". The device was mechanically tested and no anomalies that could affect the jaws were noted. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, I was told (per the rn/circulating nurse) that the jaws of the device would not open. I have no additional information. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n90063. The device was returned in good physical condition. The device was connected to a test handpiece and tested on a gen11. Mechanically tested, the clamp was cycled several times and no anomalies were noted with the opening and closing of the device. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. It could not be determined what may have caused the reported incident of: ¿the jaws of the device would not open¿. The batch history records were reviewed with no anomalies noted during the manufacturing process.